Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using a programmer. Technical services (ts) was consulted and troubleshooting efforts were attempted but were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates there were no device issues, with the wand used to interrogate the device been broken. No report was required for this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using a programmer. Technical services (ts) was consulted and troubleshooting efforts were attempted but were unsuccessful. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates there were no device issues, with the wand used to interrogate the device been broken. This device remains in service. No adverse patient effects were reported.